Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge was delayed in registering when the pump was plugged in to the charger. Reportedly, the charging issue persisted across multiple cables, wall adapters, and power sources. Additionally, the wake button was intermittently delayed in responding to the customer's input. The customer's blood glucose level was 212 mg/dl. Reportedly, the customer was able to activate the pump screen by pressing the wake button with more force and continued to use the pump for insulin therapy.